Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient received inappropriate therapy in 2011. Stored egm showed noise. The physician deactivated tachy therapy. During a follow up, high impedance, poor sensing and poor threshold were observed. The lead remains implanted.